Manufacturer narrative:
Na

Event description:
It was reported that noise was observed on the ventricular lead. The patient did not receive inappropriate therapy. The noise could be reproduced with isometrics and positional testing.